Event description:
Title: device rupture. Description: it was reported a patient operated in (B)(6) 2022, visited the doctor in (B)(6) 2025 and was diagnosed with a ruptured right breast implant. (Sn: (B)(6)). Revision surgery was necessary.

Manufacturer narrative:
Quality department received a complaint from a customer, notifying ¿device rupture¿. The device involved corresponds to a motiva implant, details on ¿d¿ section. DHR review: a complete review of the DHR was carried out, no deviation was found in the process, so it is established that there is no evidence of a relationship between the event and the manufacturing process. Shell manufacturing: no deviation or abnormality detected gel mixing: no deviation or abnormality detected primary packaging: no deviation or abnormality detected sterilization: no deviation or abnormality detected second sterilization round: no deviation or abnormality detected secondary packaging: no deviation or abnormality detected labeling: no deviation or abnormality detected a review of complaint history for the reported lot number and sterilization run found no other similar complaints reported in the past. As stated in the literature: ¿a number of risk factors for rupture have been identified; the most common cause is surgical instrument damage.¿ (handel, garcía and winxtrom, 2013. Breast implant rupture: causes, incidence, clinical impact, and management. Plast. Reconstr. Surg. 132: 1128.) Dfu review: the instructions for use in the directions for use were reviewed, to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: ¿breast implants can rupture when the shell develops a tear or hole. Rupture can occur at any time after implantation, but it is more likely to happen when the implant has been in place for a long time. Rupture of a silicone gel-filled breast implant is most often silent (the patient does not experience any symptoms and there are no physical signs of changes with the implant) rather than symptomatic. Therefore, patients should be advised to have regular mris over their lifetime to screen for silent rupture even if they are not having any apparent problems. The first MRI should be performed at 3 years postoperatively, then regularly at 2-year intervals, and the images submitted to the treating surgeon. Patients should be provided with a list of radiology centers with experience with breast implant MRI f ilms to scan for signs of rupture. The importance of these MRI evaluations should be emphasized. If rupture is noted on an MRI, the patient should be strongly encouraged to have her implant removed¿ per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva. Health breast implants are not considered lifetime devices, and implant rupture is a risk associated with breast surgery, which can occur at any time. Initial internal investigation was generated, in order to identify if there are any other complaints for the same or similar nature of the reported event. Additionally, rupture is a common and known reason for complaints, and it is clearly characterized in the product dfu included with the implant, as stated above. Establishment labs will continue to monitor for similar complaints/trends.

Manufacturer narrative:
1. Overwiew: the quality department (pms) received a complaint involving a motiva® device. 2. General conclusion: device involvement: a causal relationship between the reported event and the device has been established. Event characterization: the event was classified as a device rupture. 3. Technical investigation summary: laboratory testing. Laboratory evaluation was conducted in accordance with wi-001048 "pms laboratory testing units." Key findings include: visual inspection: during the visual inspection of the unit, a device rupture was identified. The rupture displayed a circular pattern, similar to those observed in the lt-001401 "impact of lubricious conditions on implant deployments." Microscopic analysis: microscopic examination revealed marks on the shell, these marks differ from those typically caused by spontaneous tears in the implant shell or cutting marks (surgical damage), as outlined in the sid-001085 "visual aid for cutting marks inspection." Shell compliance testing: mechanical and material integrity testing confirmed that the implant shell met all applicable international specification standards. Test result analysis: based on the testing results, the laboratory test lt-001401, titled "impact of lubricious conditions on implant deployments," concluded that insufficient lubrication between the injector and the implant can lead to a deployment failure. Additionally, the mentioned test highlighted that a lack of lubrication in the nozzle could result in implant rupture. In summary, this could have been or contributed to the failure reported in this event. 4. Dfu and labeling evaluation: the alleged event is a known, well-documented complication associated with silicone breast implants. It is clearly addressed in the product¿s directions for use (dfu), which states: (B)(4) directions for use establishment labs silicone breast motiva implansts® ergonomix2® with zen® breast implants can rupture when the shell develops a tear or hole. Rupture can occur at any time after implantation, but it is more likely to happen when the implant has been in place for a long time. Rupture of a silicone gel-filled breast implant is most often silent (the patient does not experience any symptoms and there are no physical signs of changes with the implant) rather than symptomatic. Therefore, patients should be advised to have regular mris over their lifetime to screen for silent rupture even if they are not having any apparent problems. The first MRI should be performed at 3 years postoperatively, then regularly at 2-year intervals, and the images submitted to the treating surgeon. Patients should be provided with a list of radiology centers with experience with breast implant MRI f ilms to scan for signs of rupture.the importance of these MRI evaluations should be emphasized. If rupture is noted on an MRI, the patient should be strongly encouraged to have her implant removed. Several causes can damage or deform the implant, such as a pressure lower than that required for implant deployment or if the internal surface of motiva injector® is not properly hydrated. If implant rupture occurs, refer to the motiva implants ergonomix2® smoothsilk® directions for use. The doctor must use his/her clinical judgment to remove the implant from the surgical pocket. (B)(4) motiva injector directions for use: warnings: care during surgical insertion and subsequent procedures: motiva injector® must be used exclusively with the indicated implants according to the specific size, as shown in figure 2. Not following this indication may lead to implant deformation and/or rupture. Motiva injector® is intended for a maximum of three cycle uses without compromising the implant¿s integrity. Using it more than three times can conduct to a potential deformation and/or rupture of the implant. Do not deploy the same implant more than once. Deploying the implant more than once may lead to potential deformation and/or rupture of the implant. Do not adjust or modify the preset value of the pressure regulator of the motiva injector®; changing this value may result in implant deformation/rupture and/or patient injury. The regulator comes with a preset value from the manufacturing process that regulates the maximum inlet pressure into the handle. Not following vacuum and air-pressure connection requirements for suction and deployment steps may compromise the device¿s structural integrity and/or lead to device failure, which may result in implant deformation/rupture and/or patient injury. Not following coating hydration steps properly may cause implant deformation and/or rupture. The nozzle¿s inner surface must be fully hydrated before use. Once the nozzle is hydrated, deploy the implant within 10 minutes. Lubricity of the coating is diminished when allowed to dry. Re-hydrate if needed. Implant damage: several causes can damage or deform the implant, such as a pressure lower than that required for implant deployment or if the internal surface of motiva injector® is not properly hydrated. If implant rupture occurs, refer to the motiva implants ergonomix2® smoothsilk® directions for use. The doctor must use his/her clinical judgment to remove the implant from the surgical pocket. The dfu also emphasizes the responsibility of the surgeon to fully inform the patient of potential risks and complications during the pre-operative consultation. Patients are provided with the document ¿motiva implants®: information for the patient,¿ accessible at IFU.motiva.health. Breast implants are not considered lifetime devices, and implant rupture is a risk associated with breast surgery, which can occur at any time. Literature reference: handel, n., garcía, m. E., & wixtrom, r. (2013). Breast implant rupture: causes, incidence, clinical impact, and management. Plast. Reconstr. Surg. 132(5), 1128. "A number of risk factors for rupture have been identified; the most common cause is surgical instrument damage." 5. Device history record (DHR) review: a comprehensive review of the device history record (DHR) for the affected lot was completed. No deviations, non-conformances, or anomalies were identified during manufacturing. All raw materials and process parameters conformed to specified quality requirements. 6. Trend and signal monitoring: the event has been evaluated as part of ongoing trend analysis activities within the pms program. Per the current complaint data report: no adverse or unexpected trends related to the alleged event have been identified. No further corrective or preventive actions are required at this time. Establishment labs will continue to monitor for similar events as part of routine pms surveillance.